Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 46 mm, item: 157446, lot: 771670. Taperloc microp lat fmrl 5.0 mm, item: 15-103200, lot: 651450. Magnum tpr insr rmvl tool assy, item: 31-139252, lot: 519590. G2: foreign: canada. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing metal-related pathologies approximately fifteen (15) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.